Event description:
It was reported that this pacemaker exhibited premature battery depletion. The battery showed a significant decrease in longevity in just one year, so a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however, the physician has instead elected to monitor the patient more closely. The pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted, and was returned for analysis. No further details were known, and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. 3191 code was used to denote surgical intervention.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. The battery showed a significant decrease in longevity in just one year, so a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however, the physician has instead elected to monitor the patient more closely. The pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted, and was returned for analysis. No further details were known, and no adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. The battery showed a significant decrease in longevity in just one year, so a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however, the physician has instead elected to monitor the patient more closely. The pacemaker remains in service. No adverse patient effects were reported.